Event description:
It was reported that the physician, who is trained in use of the device, attempted arteriotomy closure with a starclose vascular closure sys after an interventional procedure. The vessel locator button jumped back, before using the trigger, and the physician lost access. Manual compression was applied and hemostasis was achieved. No add'l info is available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been rec'd. Review of the device history for this lot is forthcoming. A supplemental report will be submitted with any relevant info.